Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.

Event description:
A sales representative reported on behalf of a customer that the 60-6010-005, multifunction instrument system (straight grip handle) switch device was used in an unnamed procedure on (B)(6) 2026, and ¿buttons on universal plus straight handle got stuck during surgery causing suction to stay on and cause loss of visualization. Patient was not harmed and incident did not affect surgery. Suction irrigation buttons are getting stuck im told when pressing down during case causing suction to remain on and compromise space and visualization.¿. The procedure was completed with the use of an alternate same device and a delay of 1 minute. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
A sales representative reported on behalf of a customer that the 60-6010-005, multifunction instrument system (straight grip handle) switch device was used in an unnamed procedure on (B)(6) 2026, and ¿buttons on universal plus straight handle got stuck during surgery causing suction to stay on and cause loss of visualization. Patient was not harmed and incident did not affect surgery. Suction irrigation buttons are getting stuck im told when pressing down during case causing suction to remain on and compromise space and visualization.¿. The procedure was completed with the use of an alternate same device and a delay of 1 minute. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Update: lot number has been identified, device information has been updated accordingly. Examination of the returned used device 60-6010-005 found that the suction button was stuck in the down position and would not return to the original position of the button. The device was not functionally tested as the customer cut the tube and cord off the device and just returned the handle. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be tissue stuck inside the device. A device history record (DHR) review found a non-conformance; however, it was not related to this failure. A two-year lot history review shows a total of 2 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 35 reports, regarding 39 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor per regulatory requirements to help ensure patient safety.